Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it received one empty opened foil, one winding former and one needle attached to a small piece suture pertain to the product code vcp1358h. During visual inspection of the returned sample, end of the suture attached to the needle was cut by a surgical instrument. The rest of the suture was not returned for analysis. Additionally, photo was provided and it showed the two opened packaging of vcp1358h suture, the lot on the packaging is consistent with the sample received, no more information could be obtain from the provided photos. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery at the first stitch. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.